Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2010 due to skin flap necrosis. There are no plans to reimplant the patient with another device as of the date of this report, (B)(6) 2011.